Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. On an unknown date in (B)(6) 2019 the customer tested by fingerstick on the meter and the result was 3.6 inr. Within 7 hours the customer had a lab test and the result was 2.4 inr. On (B)(6) 2019, the customer tested by fingerstick on the meter and the result was 3.8 inr. On (B)(6) 2019, the customer tested by fingerstick on the meter and the result was 5.2 inr. The customer had a lab draw within 7 hours and the result was 3.7 inr. The customer has a therapeutic range of 2.5-3.5 inr. The customer did not know their current hematocrit. The customer has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no medication changes and no diet changes. Customer has some bruising but nothing that required treatment. Customers hands were not cleaned prior to the tests. The customer used a finger that had already been used that day to obtain the result on (B)(6) 2019. The customer was off warfarin for three days prior to (B)(6) 2019. Customer was on lovenox briefly due to having a bronchoscopy. There was no adverse event. The meter only was returned for investigation. The returned meter was tested using master lot strips and a quality control. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 8%. The allegation of 3.6 inr in (B)(6) was not observed in the meter's patient result memory. Relevant retention test strips (lot 353479) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.